Event description:
During a cleaning of the tip of the subject device outside the pt, the probe tip broke. The subject device was third use. The subject device was replaced and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at 17mm from the distal end. There was no scratch found at the broken point. The shape of the fracture was partially a rough surface. There was a scratch of the internal part of the shaft's root. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe and the internal part came into contact with each other and scratched, and cracked. Consequently, during the cleaning outside the pt, the probe tip broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.